Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the aviva expert system within 3-4 minutes: 5.8 mmol/l and 2.8 mmol/l. Customer had hypoglycemic symptoms with these results and self-treated with food. No adverse event reported. The manufacturer requested return of suspect product for evaluation.